Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the cartridge to address the alarms. No reported impact to the customer¿s blood glucose level. Tandem technical support made multiple attempts to troubleshoot; however, the customer did not respond.